Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed t-wave oversensing on the right ventricular lead post pace. Reprogramming was done that seems to have resolved it. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.